Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the target lesion was located in the heavily calcified mid circumflex artery (cx) with 80% stenosis and no tortuosity. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon for 3 inflations. The 2.5 x 18 mm xience prime stent was successfully placed with 1 inflation at 8 atmospheres (atm), 1 inflation at 10 atm and 1 inflation at 14 atm. The stent delivery system (sds) balloon was confirmed under fluoroscopy to be completely deflated and the stent was noted to be well apposed to the vessel wall along its length. During retraction of the sds, resistance was encountered with the deployed stent and the physician felt that the sds balloon was stuck with the implanted stent. The sds balloon was inflated again to rated burst pressure (rbp) and after deflating it, the sds was able to be retracted. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.